Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Prior to inserting the dilator into the sheath, damage was observed at the distal end of the dilator and the sheath was replaced to resolve the issue. The procedure was completed successfully and there were no patient complications. The device is not expected to return for analysis as it was discarded after the procedure.